Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's blood glucose levels went down to 28 mg/dl. Customer stated that she thinks she might be getting too much insulin. Customer's blood glucose level went from 108 mg/dl to 41 mg/dl today. Customer's blood glucose level went up to 128 mg/dl. Customer's blood glucose level was at 28 mg/dl when the ambulance or rescue came. Customer treated with glucose tablets. Customer was not admitted as an inpatient for medical treatment. Customer stated that the most recent set change was yesterday. When the customer received a low reading on tuesday, the infusion set was changed on friday. Customer was not disconnected during the rewind/prime sequence. Rescue advised to change the set. Customer is waiting to change the infusion set when she gets a low reservoir. Customer was assisted in performing the displacement test and passed. Customer was advised to speak to their health care provider. No further assistance required.